Event description:
Patient was revised to address tibial loosening at the cement/implant interface. Depuy cement was used at the original time of implantation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation confirmed loosening of the device in vivo. Review of the device history records did not reveal any manufacturing anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; no additional information was obtained. The investigation could not draw any conclusions about the root cause of the device loosening. Evidence was found suggesting poor device positioning was a possible contributing factor. No evidence was found indicating product error was a contributing factor and the need for corrective action was not indicated. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.